Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, pt reports she has been experiencing elevated readings in the afternoon. She stated this is the 4th time this week that she has had an e4 (occlusion) error followed by an a8 (bolus canceled) while trying to give herself a correction bolus. Pt states, she gave herself an injection to help bring her readings down. Her elevated readings have been between 200-400's mg/dl. Pt states this is the normal range for her in the evenings. Pt is still working with her trainer to get the correct basal rate for the evenings. Had the pt disconnect from her infusion site and prime the infusion tubing. Insulin came out without any error alerts. The next day during call back, pt reported that she has not had any more e4 (occlusions). The following day during call back, pt stated that when she removed the infusion cannula, she noticed "blood at the injection site." She stated that she had not experienced any further occlusions. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Pt reports she discarded the product.